Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with manual injection and insulin pump. Customer's blood glucose reading was 223 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a motor error alarm during basal delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.